Event description:
It was reported that a cadd-solis vip ambulatory infusion pump had an unattached downstream occlusion seal (dso) seal. The reported issue may result in improper occlusion detection and allow fluid ingress into the pump. It could lead to interruption of therapy and serious injury to the patient. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.